Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient called in with complaint of pain and loosening. Patient would like the record on the device and if any defects are known or implants recalled.(B)(6) 2011 - litigation papers were received. Patients name was corrected. Complaint was reopened to make products reportable.

Manufacturer narrative:
**Updated** (B)(6) 2011 - litigation papers were received. Patients name was corrected. Complaint was reopened to make products reportable.the devices associated with this report were not returned. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 1938753 lot code did not reveal any related manufacturing deviations or anomalies. A review of the device history records for the 229dx1000 and zs8ev1000 lot codes did not reveal any related manufacturing deviations or anomalies. A review of the device history records for the 1956423 lot code found two deviations. It was confirmed that the deviations should have had no effect on the reported complaint. Medical records were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
In addition to what previously alleged, ppf alleged loosening of stem and elevated metal ions. After review of medical records, patient was revised to address aseptic loosening of femur. Intraop findings reported of femoral stem was grossly rotationally unstable with evidence of only fibrous ingrowth. There were no lab results for the alleged elevated metal ions.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient called in with complaint of pain and loosening. Patient would like the record on the device and if any defects are known or implants recalled. Updated 11/23/2011 - litigation papers were received. Patient's name was corrected. Complaint was reopened to make products reportable. Update: 10/15/2012 pfs was received from legal, medical records were received from legal. Records indicate that during primary surgery while inserting the stem a longitudinal split was seen in the calcar. Records are available for further review. Update 01/07/2015 - der received. Patient was revised to address pain secondary loosening of the femoral stem. This complaint was updated 01/12/2015 tsk update 26 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and medical records. In addition to what previously alleged, ppf alleged loosening of stem and elevated metal ions. After review of medical records, patient was revised to address aseptic loosening of femur. Intraop findings reported of femoral stem was grossly rotationally unstable with evidence of only fibrous ingrowth. There were no lab results for the alleged elevated metal ions. Doi: (B)(6) 2005 - dor: (B)(6) 2015 (left hip).